Event description:
Dislocation. 73 yr old male.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2023-00914_ft; 509-02-444, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.